Manufacturer narrative:
The main component of the system and other application component is product ID: (B)(4) serial# (B)(4), product type: analysis of the desktop charger (serial (B)(4)) found that connector pin bent (serial # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other application component is: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had bronchitis and couldn¿t sleep in 2 nights. It was noted patient¿s stimulation had gone out, it was clarified the recharger was not taking charge from the wall and the connector pin was ¿wobbly¿. It was mentioned the patient had the pump replaced due to normal battery depletion. It was confirmed that recharger would not charge and ac adaptor connector was broken off. No further complication and events were reported.